Event description:
Ten axium coils were used in a treatment of a ruptured basilar tip bifurcation aneurysm. It was reported that the patient experienced severe vasospasm.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Model numbers of coils involved. Qc-5-20-helix, qc-5-15-helix, qc-4-12-helix, qc-4-10-helix, qc-3-8-helix, qc-3-8-helix, qc-2-8-helix, qc-2-4-helix, qc-2-4-helix.